Event description:
In 2008, the patient reported he received an e6 (mechanical error) message on his insulin infusion device. He stated he was using a new appropriate battery. He changed the battery again but the issue continued. To troubleshoot, the patient was instructed to go to the "change the cartridge" procedure and retract the piston rod. The piston rod stopped moving at the half way point and the device displayed an e10 (cartridge error). The patient will switch to his backup infusion device. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.